Manufacturer narrative:
An olympus endoscopy support specialist (ess) performed a scope reprocessing and infection control in-service for the customer. The ess covered infection control information referenced in the user and reprocessing manual. The customer used a non-olympus automatic endoscope (aer) to reprocess their scopes. The ess asked the customer to contact the manufacture of the unit to obtain instructions and guidelines for proper use because the customer failed to perform the recommended pre-cleaning process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted an endoscopy support specialist (ess) to schedule an in-service appointment to learn about the olympus guidelines on reprocessing. The customer failed to perform the recommended pre-cleaning process with the flex video scope. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the facility not properly reprocessing could not be determined at this time. The following information is stated in the instructions for use (IFU): "chapter 7 cleaning, disinfection, and sterilization procedures. 7.3 precleaning. [Warning]. If the endoscope is not immediately precleaned after procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at bedside in the procedure room immediately after each procedure." Olympus will continue to monitor field performance for this device.